Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Devices disposition is unknown.

Event description:
This product inquiry addresses 2 intra-operative distal locking screw outside in conjunction to the sgn system and 4 intra-operative distal locking screw outside in conjunction to the gamma3 system. Screws were revised. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database revealed that the events had not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively. The manufacturer became aware by an italian publication, how evolution of the nailing system improves results and reduces orthopedic complications: more than 2000 cases of trochanteric fractures treated with the gamma nail system¿, published on 14th december 2015 regarding the gamma system (sgn, tgn, gamma3 ¿ all trochanteric nails) that in sum 63 patients had been observed presenting 11 adverse events in a period from january 1997 to december 2011.

Manufacturer narrative:
Correction describe event or problem.

Event description:
This product inquiry addresses 3 intra-operative distal locking screw outside in conjunction to the sgn system and 4 intra-operative distal locking screw outside in conjunction to the gamma3 system. This product inquiry addresses 3 intra-operative distal locking screw outside in conjunction to the sgn system and 4 intra-operative distal locking screw outside in conjunction to the gamma3 system. The manufacturer became aware by an italian publication ¿how evolution of the nailing system improves results and reduces orthopedic complications: more than 2000 cases of trochanteric fractures treated with the gamma nail system¿, published on 14th december 2015 regarding the gamma system (sgn, tgn, gamma3 ¿ all trochanteric nails) that in sum 63 patients had been observed presenting 11 adverse events in a period from january 1997 to december 2011. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database revealed that the events had not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively.